Event description:
Complainant alleged that during biomed testing, the paddles were not recognized by the device. Biomed isolated the complaint to the paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by customer biomed and the reported malfunction was isolated to the paddle set. The paddles were returned to zoll medical technical service for evaluation. The reported malfunction was verified and attributed to a broken connector pin on the paddle set. The paddles were scrapped and the customer received a replacement set. Trend analysis for failures of this type does not indicate an increase in frequency.